Event description:
It was reported that right ventricular (rv) lead caused diaphragm nerve stimulation on the patient. Lead was repositioned and remains in service. No additional adverse patient effects.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient complained of twitching during a follow-up check. The physician determined this right ventricular (rv) lead was causing nerve stimulation. Additional information reported this lead was explanted along the pacemaker in a prophylactic manner, to prevent infection. No additional adverse patient effects.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. This report is being submitted to update the event description. Additional information reported this device was explanted in a prophylactic manner to prevent infection.

Event description:
It was reported that device was reprogrammed during an emergent follow-up and patient experienced twitching due to nerve stimulation. Right ventricular (rv) lead caused diaphragm nerve stimulation on the patient. Lead was repositioned and remains in service. No additional adverse patient effects.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient complained of twitching during a follow-up check. The physician determined this right ventricular (rv) lead was causing nerve stimulation. Additional information reported this lead was explanted along the pacemaker in a prophylactic manner, to prevent infection. No additional adverse patient effects.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. This report is being submitted to update the event description. Additional information reported this device was explanted in a prophylactic manner to prevent infection. Correction field to d6: explant date. Correction field to h6: impact codes.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead caused diaphragm nerve stimulation on the patient. Lead remains in service and is expected to be repositioned. No additional adverse patient effects.